Event description:
The device had a delay in synchronization. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a third party for evaluation. The reported malfunction was not duplicated. The device was returned to the customer.